Event description:
A surgeon reported that during a cranial tumor resection, after registration and some navigation, they attempted to load a meg exam from cd to merge with the current exam in sue for navigation; the computer was unresponsive in reading the meg patient directory. Surgeon re-booted the stealth i7. Registration was retained; they then merged an inter-operative MRI with the current registration exam and proceeded with the case. The procedure was completed with the use of the stealth station 17. There was no impact on patient outcome.

Manufacturer narrative:
Surgeon declined to provide patient information. Medtronic representative tested the system at the site. No issues found with the stealthstation. Issues were resolved by changing the way the meg exams were archived. After archiving the data without compressing it, (as required by medtronic navigation imaging protocol) and using grayscale output the meg exams load perfectly.